Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis and that the insulin pump alarmed no delivery. The blood glucose reading was 480 mg/dl. The customer's case manager stated that the customer had fallen about 5 times, likely caused by passing out from blood glucose issues. The caller was unsure of any significant events which may have occurred prior to the hospitalization. It was unknown whether the customer had been wearing the insulin pump at the time of the event. The second blood glucose reading was 500 mg/dl. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test. No cosmetic damage noted. Pending delivery volume accuracy testing results.

Manufacturer narrative:
Additional information has been received after the initial report was submitted. The information has been provided with this report. The insulin pump passed the delivery volume accuracy test.